Manufacturer narrative:
This report has been identified as b.braun medical inc. Internal report number (B)(4). The actual device was returned for evaluation and the reported event was not confirmed. The volumetric accuracy was tested three times at 11.2ml/hr and 20.2ml (dl: fentanyl conc) and the pump tested within specifications. The log was reviewed for the date of the reported event. The log review shows on (B)(4) 2016 and 16:31pm (pump time 4 hours 42 minutes later than current time) an infusion start of 11.2ml/hr and 80ml (dl: fentanyl conc). At 18:19pm infusion was placed on hold with a volume infused of 20.2ml. No further infusions took place. Based upon the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: (B)(4), 1 item. Reports over infusion. Occurred (B)(6) 2016. Reports pump programmed for 90 ml fentanyl at 11 ml/hour. Reports noted bag was empty while proving care for patient 4 hours later.